Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "low flow rate/volume" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed. An event occurrence date was not provided; however, the last day of customer use on (B)(6) 2024 revealed an infusion programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. During functional testing, the reported problem "device has upstream occlusion alarm that repeats" was not reproduced. Device was sent for upstream occlusion testing will passing results. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has upstream occlusion alarm that repeats and low flow rate/volume. This occurred during an unspecified process step . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.